Event description:
I had the essure implanted in 2008 at a hospital facility in (B)(6). I also was advised by my physician that I should have an ablation at the same time. I had both completed and continued on with my life with a constant and progressive worsening of symptoms. During the time I had the essure implants, I experienced abdominal pain, heavy bleeding, bloating, rashes and hives, migraines, depression, irritable bowels and finally found I had very large fibroids that interrupted my daily life with pain, frequency of urination, bloating, difficulty with sex/intercourse. I requested testing to see if I had diabetes, tested thyroid, wondered if I had an autoimmune disorder and could not figure out what was causing my issues. I had a davinci hysterectomy on (B)(6) 2016 after finding that my uterus was enlarged to four times the normal size and I had multiple large fibroids. After the procedure, my pathology report found exophytic and uterine fibroids of varius sizes and counting of 8 total fibroids. The report also indicated that only one of my essure coils was found at the left fallopian tube. The coil tht was placed on the right side was not present and had migrated elsewhere. I then contacted my physician and had abdominal x-ray imaging as I was very concerned and was told the coil was most likely within my uterus when I had everything removed.